Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at klinikum esslingen with hyperglycemia on (B)(6) 2026 at 00:30 hrs. The patient's blood glucose levels reached 360 mg/dl while wearing the pod between 5 and 24 hours on the arm. The patient was pregnant during use and was admitted for close monitoring. It was also reported that the patient had ketones present. Symptoms reported included fatigue. The patient was treated with potassium administration. The pod was found to be leaking insulin during wear. The patient was discharged on the same day at 14:00 hrs. A new pod was applied.